Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for the following germs: more than 80 colony forming units (cfus) of pseudomonas aeruginosa, 16 cfus of klebsiella (enterobacter) aerogenes, 62 cfus of candida parapsilosis and 1 cfu of serratia marcescens. The device was retested on (B)(6) 2025, and it tested positive for the following germs: more than 80 cfus serratia marcescens (operator channel), 17 cfus of pseudomonas aeruginosa (operator channel), and 1 cfu of serratia marcescens (air/water channel). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional sampling information based on the results of third-party testing. Updated fields: h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1, bacterial identification: other. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.